Manufacturer narrative:
Philips service reconfigured the foot switch and scheduled its replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that diplan images were not working due to a biplane illumination issue on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.